Manufacturer narrative:
Age unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a zct lens was implanted in a patient with a hyperopic eye. It was stated that the refraction was not as intended. The doctor stated that he believes the outcomes were due to patient physiology. It was stated that the intraocular lens (iol) was explanted in a secondary procedure and a new zct iol was implanted because the incorrect lens power was implanted. The incision was enlarged. No vitrectomy was performed and no patient injury was reported. It was stated that the problem was related to use error.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual examination revealed that the optic was received cut in two, one haptic was detached, and the remaining haptic was missing. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens was received contaminated whereby it was damaged and scratches and dust particles were present. The lens condition is consistent with a lens that has been explanted from the patient's eye. The information available in the complaint folder does not indicate any relationship with the intraocular lens (iol) design or manufacturing. The doctor stated he believed that the outcome was due to the patient¿s physiology. The manufacturing record review indicated that there were no associated nonconformity material reports with respect to the production order. The in-line optical inspection data showed high contrast ratio value and that the lens was within specification in terms of optical and cylinder power and resulting contrast. The production order number was not produced under deviation. There were no environmental monitoring related nonconformances when the production order was manufactured. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.